Event description:
Device 1 of 5 reference MFR report#: 1627487-2014-05713, 05714, 05715, and 05716. The patient has two 3189 leads from the same lot. It was reported one of the patient's leads (for off-label use) was causing pain due to it being superficial. As a result, the lead placed in the left supra-orbital area was repositioned. Repositioning the lead resolved the patient's issue. All leads are being reported because it is unknown which lead was causing pain due to it being superficial.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.